Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that lead was removed at proper angle and broke. Lead fragment left behind post removal. Not eligible for MRI. There was no surgical intervention that occurred. The issue was resolved at the time of the report.